Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the response buttons were non-functional. Upon evaluation, the response button covers and rear response button switch were missing. The cause of the inability to activate the device is the damaged response buttons. The root cause of the damaged response buttons is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were not activating the monitor.